Event description:
A customer contacted baxter's technical service center reporting that solution came out of the patient line (over-primed) after she had started the setup again to resolve a reload set (rls) 163 alarm on the homechoice (hc) display during priming. The home patient (hp) stated that she was at connect bags step at the time of the call. The technical service representative (tsr) advised the hp to close the clamps if the hc alarms rls, assisted with priming and explained proper procedure. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and a cause was undetermined.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.